Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a blood collection device. The customer reports the needle portion of the device separated from the holder during use.

Manufacturer narrative:
(B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.